Event description:
During setup for a cardiopulmonary bypass procedure, it was observed that the roller pump was making noise. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.